Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that three days post-op of a low anterior colon resection, there was a leak with the anastomosis. The patient has been managed with a CT guided drain, this is ongoing. Additional information was provided that the surgeon always uses buttressing with the circular stapler. As it relates to firing technique, it was reported that the physician's assistant is above and the surgeon is below; the surgeon fires the device. Because of the thickness of the buttressing strips, the surgeon would typically dial to the middle of the green range as he had used the a competitive blue device for years with buttressing. Therefore, he dials to the line that is indicated for 1.5mm of compressed tissue thickness. The surgeon's technique is to fire the device twice to ensure the buttress material is completely cut. IFU information was shared with the surgeon. The surgeon does check the donuts and the washer. He leak tests using a water test. He also uses the sigmoidoscope to eyeball the anastomosis to look for bleeding and check staple form. No malformed staples were reportedly identified. The patient presented with a leak at 3-4 days post-op. The patient had a CT guided drain placed and continued to be monitored. The patient has not been reoperated.